Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer septal occluder was selected for implant. During procedure, the occluder was attempted to be deployed at the defect, however it deformed into a cobra shape. Repeated attempts were made, however the issue persisted and the occluder was removed from the patient. A new 30mm amplatzer septal occluder was successfully implanted. No patient consequences were reported. No additional information is available.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.